Event description:
It was reported that base hardware failure and battery communication problem events occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the cases bottom left bracket screw threads were cracked. Customers reported issue was duplicated. Base hardware failure was found at power up and moment later battery communication timeout error was followed. The root cause of the reported issues was found to be caused by the interconnect board not operating as intended which also causes the battery communication timeout error. Actions taken to mitigate the reported issue interconnect board does not operate as intended which also is causing the battery communication timeout error. A corrective and preventative action has been opened to address the reported issue.